Event description:
Malfunction: occlusion. The head nurse reported the occlusion bell and a system message displayed. The handpiece and tip were switched out twice. The cassette was switched out once. The surgeon was able to complete the case, but very slowly. The surgeon canceled the four remaining pts. The pts had not been prepped for surgery. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The software was updated. The system was then tested and met all product specs. A review of complaints for system for the last 24 months did not reveal any additional complaints that were related to the reported issue. A review of the service history for the system for the last 24 months did not reveal any additional unplanned service requests that were related to the reported issue. (B) (4). (B) (4). (B) (4).